Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer requested and delivered a bolus in addition to the automatic bolus delivered by the pump software resulting in a low blood glucose (bg) level. The customer's bg level was below 40 mg/dl. The customer's wife provided assistance and the customer consumed honey to address bg. Reportedly, the customer experienced a seizure due to the low bg event. The customer declined to perform further troubleshooting with tandem technical support.